Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
This device has been explanted and returned. The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this device reached elective replacement time (ert) per phone check. The device was then checked in the office and was found at end of life (eol). The patient is pacing dependent and the health care professional (hcp) called boston scientific technical services (ts) to ask about longevity. Boston scientific technical services (ts) could not provide longevity estimate as the device went from one year remaining to eol in a short time period and recommended the device be replaced as soon as possible. There were no adverse patient effects reported.